Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and low impedance. No intervention had been reported. No additional information was available.